Event description:
Customer contacted service dept at varian medical systems on (B)(6) 2010 and reported that during a brachytherapy skin treatment (4th of 25 fractions) with 8 channels the active source wire got stuck in position 7 of channel 1. User noticed that the device reported an error message (length measurement incorrect) and then pressed the emergency button at the control console to no avail, followed by an "emergency drive defective" error message. He then went into the treatment room and tried to manually retract the source wire by turning the emergency hand crank. After the hand crank was turned for a quarter turn the source wire came loose and was automatically retracted by the emergency motor. Subsequently, the pt was removed from the treatment room in order to check the system. As the problem could not be replicated and the source positioning and safety tests showed no problems, the customer decided to continue the treatment for this pt. The treatment in channels 2 to 8 was delivered as prescribed.

Manufacturer narrative:
In the course of an investigation, the facility was visited twice by varian service personnel. During these visits no indication was found why the emergency return function was not functioning. The only technical problem that was reported by the user is that the source guide tube (connects the gammamed device with the applicator) was not properly connected in the indexer of the gammamed when they entered the treatment room. This is an indication why the customer received a length measurement error, but has no direct impact to the emergency return function. Within the sequence of this incident, the gammamed device has displayed all error messages correctly, the safety plan for the device was followed properly and the safety features worked as designed. The hand crank is an additional precaution for situations where the automatic return of the source is interrupted. Several spare parts on the device were exchanged as a precaution.